Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached, so the device was not used and another angio-seal device was used to continue the hemostasis procedure. Hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. It was reported that the there was no health damage to the patient. There were no other devices or equipment used with the reported product.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the device was unpacked, the bypass tube was already detached, so the device was not used and another angio-seal device was used to continue the hemostasis procedure. Hemostasis was successfully achieved by the second device. The physician had completed the training process on the device prior to this case. The pouch was opened on a clear and flat surface all the way from the arrow side to the end. It was reported that the there was no health damage to the patient. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as f1, initial report will not submit, error message stating it is a duplicate report. Help desk was notified. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. There is no evidence that this event was related to a device defect or malfunction. With no return of the actual device the exact cause of the reported event cannot be definitively determined. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.